Event description:
Physician bent dura hook during craniostomy and tip broke off, falling into brain. Piece visualized in x-ray. Area suctioned could not be found in fluid which was suctioned but also could not be found on repeat x-ray.